Event description:
According to the initial information received, a 13f amplatzer torqvue 45x45 delivery system ((B)(4)) was selected for use with an amplatzer cardiac plug (acp). During the (B)(6), 2012 procedure, the (B)(4) was difficult to advance into the patient's groin, however, the acp was implanted successfully as evident on tee at which point a large hematoma became visible. Further investigation revealed peri-interventional rupture of the iliac vein which required surgical fixation. After the (B)(4) was removed, a damaged dilator tip was visible and was the suspected cause of the vessel damage. Later that day, the patient expired. A post-mortem exam is scheduled.

Manufacturer narrative:
When our investigation is complete, a supplemental report will be provided.

Manufacturer narrative:
Device analysis: the amplatzer torqvue 45x45 delivery system sheath and dilator were returned to aga medical and examined; the dilator tip was found split into three sections. Following decontamination, the sheath and dilator were examined microscopically and no further defects were found. Witness marks on the distal edge of the dilator tip found under microscopic examination suggest the tip was exposed to high forces which initiated cuts. The edges of the damaged material suggest that once the cuts were initiated, they were propagated by tearing as evidenced by necking of the (B)(4) in plastic deformation. Replication of the damage was attempted using an amplatzer 9-gw-002 guidewire. The damage created during replication was not similar to the returned unit. The cause of the damage to the dilator tip could not be conclusively determined or replicated, however, no manufacturing defects were observed. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Autopsy: an autopsy was performed on this patient with pre-existing, high-grade cardiac disease with left-ventricular cardiomyopathy on (B)(6), 2012 and the cause of death was described as follows: acute left heart failure after fresh retroperitoneal bleeding. Image review: review of the images by agas in-house medical consultant resulted in the following findings: the patient underwent acp implantation on (B)(6), 2012. A 28mm acp and a 13f delivery sheath were selected for laa closure. Procedural cardio-angiographic images and the autopsy report were provided for review. At the end of the procedure, the vessel access was found injured. The patient was sent to the or for surgical vascular repair. Despite a transfusion and volume replacement, the patient suffered from hemorrhagic shock and died of heart failure. The operator reportedly experienced difficulties with sheath advancement but eventually managed to push the sheath into the ivc. (It remains unknown how much force was used to advance the sheath and whether the femoral vein was torn or lacerated during sheath advancement.) There was no angiographic image confirming the status of the right vascular access. The acp device was initially observed in a ball shape, indicating it was excessively oversized. Also, it was not clear if the device was recaptured/redeployed or pushed into a deep location. A final image showed the device lobe was located in the deeper location than initially observed. The superior aspect of the device disc was placed inside the laa, leaving a cul-de-sac between the disc and the laa orifice. The device seemed to be stable. When the sheath was withdrawn into the right iliac vein, angiography showed a homogenous contrast column slowly moving upwards to the ivc indicating no blood flow from the right lower extremity. A subsequent angiography through the right femoral vein access showed massive extravasation in the pelvis region and no proximal flow toward the right iliac vein. It strongly suggested a possible vessel tear or even transaction in the right femoral/iliac vein. The injured vessel was purportedly repaired by surgery. (The duration between the time when the vascular injury took place and the time when the injured vessel was repaired was unknown.) The patient presumably lost a large amount of blood and died of hemorrhagic shock and heart failure. The images supported the autopsy report provided by pathology of (B)(6) hospital. Conclusion: image review by agas in-house medical consultant determined the following: acp device placement in the laa, right femoral venous access injury, possibly due to a torn vessel or trisection resulting in massive bleeding.